Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that immediately after the start of ventilation of the hamilton-c1, alarms including "disconnection on patient side," "maximum leak compensation," "vt low," and "low minute volume" occurred repeatedly. At approximately 12:00, ventilation was switched to manual ventilation; however, the patient subsequently died. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); investigation is ongoing.